Event description:
Affiliate reported that the valve was implanted into a patient in 2008. It appears the valve is fractured and as a result, needed to be explanted.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.